Event description:
It was found that the patient right side rail will not latch in the upright position due to a broken spindle spacer. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.